Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that ventricular sensing threshold decreased gradually over 6 months. The lead was explanted and replaced.